Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
The medical surveillance specialist (mss) classified this complaint based on the customer service rep (csr) documentation. The pt contacted lifescan (lfs) on (B) (6) 2010, alleging that his onetouch ultralink meter was giving him erratic meter readings. The pt obtained blood glucose results of "140, 275, 242, 227, and 243 mg/dl" within 20 minutes of each other. The pt stated that she administered self-care with insulin as a result of the reported issue. The pt reportedly had symptoms of "nausea and feeling exhausted" prior to obtaining the alleged inaccurate readings. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <=20% and/or <=20 mg/dl. Replacement products were still sent to the pt. This complaint is being reported due to the alleged inaccurate issue. However, there is no evidence that the pt suffered a serious injury due to the product issue. The pt's symptoms preceded the alleged inaccurate readings and did not meet the criteria of a serious injury.